Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to log in to the station sin ld. The patient details were greyed out and no patients were listed. The customer tried rebooting, but the issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the station and reviewed the logs, confirming successful data upload activity with no errors. No issues were found on the station. Tss then dialed into the server, checked the application server (pes), and verified that the user account was active, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.